Event description:
It was reported that the right ventricular (rv) lead had low sensing and high thresholds postoperative. The lead is suspect of a micro dislodgement. The lead was revised and repositioned to the rv septum. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.